Event description:
The customer called to report that during purging air a return pressure alarm occurred. The needle was adjusted and the pressure alarm resolved but shortly after that the pressure dome broke. The customer stated that saline and a/c were coming out of the pressure dome. The customer stated that the pressure dome membrane was not checked at installation. The customer was advised to abort treatment and dry the pressure sensor with a lint-free cloth without putting pressure on the hole of the sensor. The pt was reported to be in stable condition. No service order was generated. No product was returned for eval.

Manufacturer narrative:
A batch record review of lot c130 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. Trends were reviewed for complaint categories, alarm #17: return pressure and pressure dome membrane leak. No trend was detected for complaint category, alarm #17: return pressure. An upward trend was detected for complaint category, pressure dome membrane leak. CAPA (B)(4) was initiated for complaint category, alarm #17: return pressure. CAPA (B)(4) were initiated for complaint category, pressure dome membrane leak. CAPA (B)(4) was closed as effective. The assessment is based on info available at the time of the investigation. No product was returned for investigation; therefore, it could not be determined if the product met specs based solely on the info provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4).